Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No delivery anomalies were noted during testing. The pump had intermittent button response during testing due to a flattened dome switch on the up and down arrow buttons, esc and act buttons. The lcd connector was inspected and no anomaly was noted. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that their blood glucose was high at 500 mg/dl and that hospitalization was necessary. The customer also indicated that the keypad buttons were not responsive but did not want to troubleshoot and wanted a new pump only. Is calling to test the pump. Troubleshooting found that the high pressure test passed. The customer was advised to change out the entire set, reservoir and insulin and treat per their doctor's instruction. The customer ended the call.